Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h10 a visual inspection of the item could not be performed as no product was returned nor were pictures provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : see h10 narrative.

Manufacturer narrative:
It was reported that implant date occurred between (B)(6) 2020 and (B)(6) 2020. Concomitant medical products: medical product: unknown persona femoral component catalog#: ni, lot#: ni, unknown persona tibial trays catalog#: ni, lot#: ni, stryker bone cement catalog#: ni, lot#: ni. (B)(4). Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02442, 0001822565-2021-02444.

Event description:
It was reported that patient underwent a total knee arthroplasty at an unknown date. Between 8 and 20 months post implantation, patient began experiencing pain, swelling and localized rash. Products remain implanted. Attempts have been made and no further information was provided.